Event description:
Patient presented to the physician with pain at the chest incision site. Physician brought the patient into the operating room, replaced the ipg, and closed. The existing sensing lead was abandoned as it is not used with the new ipg model.